Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lost telemetry before it was implanted. The crt-d emitted a tone and when interrogated, it displayed an error message. Afterwards, the device was unable to be interrogated. The device was not implanted. No adverse patient effects were reported.